Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net transmission. The clinician was unaware of patient symptoms. The right ventricular lead exhibited high ventricular rate episodes and ventricular pacing was not capturing. The device was reprogrammed and the patient would be monitored with routine follow up.